Event description:
This pt underwent a right total hip arthroplasty in 1993 and had done well until a few months ago. She began having a "snapping" of her right hip with sublaxation and severe pain. There is no history of trauma or injury. She was admitted to this facility for revision of her right total hip. Intraoperatively there was evidence of foreign body reaction and the acetabular liner was found to be broken. This was removed and replaced.